Event description:
When removing bard feeding tube (after checking potency of tube and turning tube to be sure it was free floating) physician applied necessary traction and the dome of tube broke off in the stomach. Facility is checking stool x 1 week then if not passed, CT of abdomen.